Event description:
Following breast biopsy procedure with the mammotome device, md inserted gel mark device into mammotome device. Md noted resistance during marker deployment and applicator removal. Upon removal, md noted that tip had sheared off and was pressured to be left in patient's breast. Md does not plan to retrieve tip from breast. Md acknowledged that he had misaligned the gel mark applicator in the mammotome probe. No patient adverse effect.